Manufacturer narrative:
Date of event - estimated as the date of the perforation event is unknown.

Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. The patient's heart was perforated, and open heart surgery was performed to treat the event. The patient was admitted into intensive care for 2 weeks after this event.